Event description:
The customer reported to philips that the device has a system error. It shows a system failure on the screen, and it doesn't show a specific malfunction. There was no patient or user involvement.